Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse isolated the leak to backwash tank restricted line to solenoid sl18 (hemoglobin blank dispense). Clenz and diluent go through sl18. Fse replaced line, performed prime, shutdown, and startup without errors. Root cause was attributed to solenoid sl18 being open. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Event description:
A customer reported to beckman coulter, inc. (Bec) that they noticed a fluid leak in the left side of the coulter lh 750 hematology analyzer. The leak appeared to be diluent. The customer was wearing proper personal protective equipment (ppe) consisting of a lab coat and gloves while troubleshooting. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no death, injury or change to patient treatment.